Event description:
Allegedly the patient was revised due to titanium neck corrosion. Additional information received from litigation on 01/08/2019. Updated the implant date from (B)(6) 2009 to (B)(6) 2009. Additional information received from litigation on 1.22.19: updated incident description: allegedly the patient was revised due to mom complications.